Manufacturer narrative:
Event date: used first day of the month of the aware date as the event date was not provided - (B)(6) 2018.

Event description:
Reportable based on device analysis completed on 05dec2018. It was reported that balloon inflation failure and leakage occurred. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, upon inflation, the balloon would not inflate past 3 kilopascals and was leaking. No patient complications were reported. However, returned device analysis revealed a balloon pinhole. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 11mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found the shaft of the returned device to be kinked at approximately 55mm distal of the strain relief. The damage to the shaft is consistent with excess force being applied to the delivery system. No other issues were noted with the device during analysis.